Event description:
Had essure procedure done in 2009. Later in 2010 I had to have an endometrial ablation done to period lasting 8-9 days every 21-24 days vs. 5 days every 28 days before essure procedure was done. Since the ablation my periods are lighter however, it still lasts 7-8 days and I believe it is due to the essure procedure. I've had to see a chiropractor for lower back pain as well that may or may not be contributed to essure.